Event description:
This report summarizes 8 malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
Correction: corrected data: h10. Additional information 8 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 7 devices were received. 1 device was not available for evaluation. Additional information 8 devices were not labeled for single-use. 8 devices were reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.